Event description:
It was reported that per preventive maintenance arctic sun device was blocked, it did not cool. Per sample evaluation results on 24jun2025, circulation pump, chiller pumps were blocked contributing to the reported issue, all three pumps were blocked.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. According to the technician, during the testing phase, all pumps were blocked. Mixing pump was replaced during pm servicing. Circulation pump, chiller pumps were blocked contributing to the reported issue. Pm performed. Circulation pump, chiller pump. Heater and drain valves were replaced. Check of connections & cables. System calibration according to producer's procedures. Electrical safety inspection of the system. Functional test of the system. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. No additional actions can be taken. Corrections: d, e, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance arctic sun device was blocked, it did not cool.